Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of (B)(6)2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that bd autoshield¿ duo safety pen needle was not able to release insulin during injection. The following information was provided by the initial reporter: material no. 329515 batch no. 9197059 it was reported that pen needles are not attaching to insulin pen and not releasing insulin when taking injection. Verbatim: son called on behalf of his mother. Stated, his mom is having problems with attaching some of the pen needles to the pen. Stated, not releasing insulin when taking injection. Stated, she's been collecting the bad ones in a small plastic bag. Stated, his mom injects 4 times per day and she's down to 6 pen needles. Reached out to pharmacy to see if they could extend courtesy by giving consumer box today and I would replace to pharmacy, pharmacist does not have the product in store. Spoke with manager and got ok to send replacement 2 day.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd autoshield¿ duo safety pen needle was not able to release insulin during injection. The following information was provided by the initial reporter: material no. 329515 batch no. 9197059. It was reported that pen needles are not attaching to insulin pen and not releasing insulin when taking injection. Verbatim: son called on behalf of his mother. Stated, his mom is having problems with attaching some of the pen needles to the pen. Stated, not releasing insulin when taking injection. Stated, she's been collecting the bad ones in a small plastic bag. Stated, his mom injects 4 times per day and she's down to 6 pen needles. Reached out to pharmacy to see if they could extend courtesy by giving consumer box today and I would replace to pharmacy, pharmacist does not have the product in store. Spoke with manager and got ok to send replacement 2 day.